Manufacturer narrative:
The working element electrical saddle had a broken 9mm piece of an electrode stuck in locking receptacle. This prevented the doctor from inserting and locking the electrode before the case. The shaft of the working element and the electrode channel are bent and dented, but once the broken end of electrode was removed, electrode was able to be locked in.

Event description:
Allegedly, at the start of a turbt case, the doctor was unable to lock the electrode into the extended length working element. He switched to standard length to conduct and complete procedure. He was unable to reach and resect a tumor due to its location; the standard length would not reach far enough. The doctor said he wasn't certain he could have reached tumor with the extended length either due to its location. Doctor has no plans to reschedule due to patient's health condition.